Event description:
When the package of a 6f, xb3.5 vista brite tip guiding catheter was opened, and the product was removed, it was observed that the catheter was fractured. Therefore, the product could not be used.

Manufacturer narrative:
After removing a 6f vista brite tip guide catheter from its package, the catheter was found "fractured". The product was not used and no pt injury occurred. Multiple attempts to obtain clarification and add'l details were unsuccessful. The product was not returned for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without return of the product, the complaint could not be confirmed. In the absence of any add'l info, it is not possible to determine what factors may have contributed to the event.